Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-05702. The pt had two trial leads (device info for the second lead is unk. One of the leads was removed without difficulty. The doctor had difficulty removing the other lead and damaged it in the process. It is unk which lead was damaged. The remaining portion of the lead is under the pt's skin and will be removed on a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.